Event description:
It was reported to philips that the device was not booting up. The device was not in use on a patient.

Event description:
It was reported to philips that the device was not booting up. The device was not in use on a patient. One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to have a wlfs error.